Manufacturer narrative:
The customer performed their own troubleshooting with support of the beckman customer technical specialist and found tubing clogged and buffer syringe malfunctioned. The customer replaced the tubing and the buffer syringe to resolve the issue. The customer verified the analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported five (5) patients had erratic results for sodium (na) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer did not release the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for five patients.